Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sep2019. Results of failure investigation: conclusion / root cause: airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Unit failing oxygen accuracy at 100% analyzer reads 92. There was no patient involvement.